Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 76-year-old female patient, the device failed self test. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (medical device problem code). Device evaluation: the device was returned to zoll medical corporation. The customer's reports were observed during review of the device history logs. However, the device was put through extensive testing including stress and debug testing without duplicating the report. Internal inspection identified some debris in the o2 manifold. The o2 manifold, patient outlet and flow screens were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 76-year-old female patient, the device displayed a "compressor fault- 2001" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.